Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom system error 105. System error 105 was confirmed through a review of the event history log and reproduced at power up. This condition was found to be caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump experienced system error 105 in the emergency department. It was also reported there was no patient involvement.